Manufacturer narrative:
E1 - initial reporter address 1: (B)(4).

Event description:
It was reported that the balloon ruptured. The 50% stenosed lesion was located in a mildly tortuous and mildly calcified first right posterolateral segment. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured at 6atm within 0 seconds. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.